Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. Patient demographics, temporal relationship to pd therapy and/or root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, the patient stated they were hospitalized for the past 7 days (from the reporting date) due to peritonitis with no indication this event was related to the use or performance of any specific product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a specific product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined at the time of this report. Though the cause was unknown, a majority of peritonitis infections are caused by non-adherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. Regardless, in the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported being hospitalized for peritonitis. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. Patient demographics, temporal relationship to pd therapy and/or root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, the patient stated they were hospitalized for the past 7 days (from the reporting date) due to peritonitis with no indication this event was related to the use or performance of any specific product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a specific product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.